Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system powers down as soon as it is unplugged from the wall. The system was plugged in for over 2 hours charging, yet as soon as the system was unplugged for moving to the or, it shut down. There was no patient present.